Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported sling replacement cannot be established as the product is not available for analysis. DHR review: a DHR and ship history cannot be performed as the serial/lot number for this component was not available. Technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions.

Event description:
It was reported that the patient underwent a surgical procedure in which the existing sling device was removed and a new artificial urinary sphincter (aus) was implanted. It was indicated that there were no device issues. There were no patient complications.